Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the fill port. The leak was discovered during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 14, 2019 - october 15, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The supplied photograph showed no evidence of leak at the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.